Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the battery charger/modem would not recognize a battery and would reset. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the ca board. Additionally, there was liquid contamination on the battery board and inner connect ribbon cable. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. The root cause of the inability to power on cannot be distinguished between the contamination or the bga failure. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was resetting.